Event description:
Healthcare professional reported 4 days after injection in "nasolabial fold", around mouth, and marionette zone with juvederm ultra xc patient developed "inflammatory reaction in all areas injected (edema)." Patient treated with advil and ice. Healthcare professional reported no further reaction and "resorption of the symptoms."

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "inflammatory reaction and edema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.